Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Gastrointestinal bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient went to the emergency room due to tiredness and dark stools for several days. After gastroscopy and a blood test, it was confirmed that the patient had anemia due to gastrointestinal bleeding through a small vein of the stomach. It was reported that the bleeder was cauterized during gastroscopy. Oral rescue medication was prescribed (sinemet) and patient was put on nothing by mouth.